Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient received an alert on her mobile app that was showing "low" but did not feel any symptoms. She drank orange juice and expected the cgm to correct itself but it stayed the same. She checked a bg reading and it was 490 mg/dl. She went to the hospital and a bg was taken there (value was not reported). The sensor was removed and the patient was treated with IV fluids and went home the same day. At the time of the report, the patient was doing well and felt good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.